Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument (pn: 470405-06 ,ln: n10190729 0066 ,sn: (B)(4)). Involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated; engagement issue. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was found to have damage of the conductor wire¿s insulation and it passed an electrical continuity test. There was no material missing. Site history review was conducted and did not show any additional complaints related to this event. A review of the system and instrument logs was conducted. The force bipolar instrument sn: (B)(4) was last used on (B)(6) 2020 on system (B)(4) and had 5 uses remaining of a maximum 10 uses. A site history review found no other complaints for this instrument. System error log review was conducted. There were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is reportable due to the following: the force bipolar instrument had damaged conductor wire insulation with a passed electrical continuity test. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was an engagement issue with a force bipolar instrument. The procedure was completed with use of a backup instrument and there was no reported injury. On 8/21/20, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: it was reported that during a da vinci-assisted surgical procedure, a force bipolar instrument appeared to have been damaged during sterile reprocessing. As soon as the instrument was seated and the surgeon looked through the surgeon side console (ssc) viewer, they noticed that an instrument joint was skewed. It was reported that the instrument was not damaged during the procedure. The instrument was removed and a backup was applied. The procedure completed robotically without incident. There was no report of injury.